Event description:
It was reported that during a da vinci-assisted surgical procedure, the instrument was broken as intended. During the procedure, after a period of use, the tip of the instrument broke while being operated by the surgeon. The procedure was completed with no reported injury and less than a 15 minute delay.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted. Review of the provided image is consistent with broken off tip. Root cause of the failure mode cannot be confirmed without the returned device.

Manufacturer narrative:
The harmonic ace instrument was analyzed and found to have a broken blade.

Event description:
Refer to h11 for follow-up information.